Manufacturer narrative:
Correction information: h6: coding changed, based on the investigation result. Evaluation summary: this is an event, in which a foreign matter such as a brush clogs the pipe. The cause is thought to be, that the brush used by the user, during cleaning was broken and remained in the pipe. Pentax has added a method for alerting and detecting in IFU in the event, and also implemented field action. The event was not a clogged foreign object that was unknowingly used on the next patient, but was successfully detected. And a complaint was reported.

Event description:
Pentax medical became aware of a report for an event which occurred in the USA stating, " xograph model brush cs5522a/lot 0042101 was being used to reprocess ec-3490li/serial (B)(4); brush was introduced into the control body cylinder and the tech noticed that the brush was very easy to pull out and that when all the way out, the brush was missing. So, the tech put in another brush and found that the resistance was about 3 to 4 inches into the control body. Another brush was advanced, and the broken brush was able to be retrieved. Scope passed wet and dry leak tests." No further information was provided. The device was returned to pentax on 07/13/2021. Pentax service inspectional findings included: ground wire disconnected, passed wet/dry leak tests, umbilical cable abrasion, air/ water socket cylinder o-ring chipped, fluid invasion not observed in control body nor in pve connector. Repairs were performed on the device which included replacement of the following components: o-rings and seals. The device has been routinely serviced by pentax since install.

Manufacturer narrative:
If additional information is received, a supplemental report will be submitted.